Event description:
It was reported that during an appendectomy procedure, the plastic insert of the harmonic blade broke off. It fell into the patient and was retrieved. They completed the procedure with a new device. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The tissue pad was examined, normal wear was visually seen and 100% present. The device was tested with a generator and was functional.